Manufacturer narrative:
The doctor alleged that while taking an impression, he had difficulty removing the tray filled with alignot fs. After removing the tray, the doctor noticed that the patient's cuspids had fractured. The doctor noted that prior to taking the impression, the patient's teeth were fragile, had endodontic treatment, and the patient's gums had a modest amount of recession. The doctor immediately treated the patient and fabricated a cuspid over denture attachment. To date, the patient is doing fine and has not encountered any complications. The product involved in the alleged incident as well as the retain sample was evaluated. It was determined that the product's durometer value did not meet usability specifications; therefore, a recall on this lot number (#1-1017) for alignot fs will be initiated.

Event description:
A doctor alleged that a patient experienced fractured cuspids after the removal of an impression tray filled with alginot fs.